Manufacturer narrative:
(B)(6) 2015 09:08 am (gmt-4:00) added by (B)(6)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 cracked two inches from the tip of the black shaft; however the part did not come off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2016 08:46 am (gmt-5:00) added by (B)(6) ((B)(4)): the device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The hemopro shaft was bent approximately 1" below the base of the jaws. No other non-conformance was observed. A device history record (DHR) has been reviewed with special focus on the flex shaft assembly final inspection. The records show the device lot conformed to all applicable procedures and specifications. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 cracked two inches from the tip of the black shaft; however the part did not come off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.